Event description:
Hill-rom received a report from the account stating the side rail would not latch. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician found a broken weldment on the side rail. Per the hill-rom service manual the advanta bed requires an effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Test the side rail for proper latching. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2011, 2012, and 2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the side rail to resolve the issue. Based on this info, no further action is required.